Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and the implantable cardioverter defibrillator (ICD) had early battery depletion. Both the rv lead and ICD were explanted and replaced. No patient complications have been reported as a result of this event.